Event description:
This is an adverse event occurring in a pt with a barrett's esophagus containing high-grade dysplasia who was enrolled in the (B)(6) registry. Initial treatment was provided using focal ablation. Two months later at f/u, a mild stricture was noted and dilated successfully with a balloon. The pt was not reporting symptoms of dysphagia at that time. The stricture was dilated empirically with a balloon without complication. Per the physician, event severity was mild, relationship to device procedure possible, and there was no device malfunction.